Event description:
Consumer complaint to pharmacy of blood results reading "hi." Pharmacy replaced meter and strips to customer and called to troubleshoot. Reviewed memory with pharmacy, "hi" and "hi" results only. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not yet returned. Manufacturer acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification (09/13/2014).

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference. Correction: initial reporter is a health professional, occupation: pharmacist.

Event description:
Consumer complaint to pharmacy of blood results reading "hi". Pharmacy replaced meter and strips to customer and called to troubleshoot. Reviewed memory with pharmacy, "hi" and "hi" results only. No adverse event reported.